Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for an implant. It was noted that repeated attempts were made to implant the electrode with an impedance greater than 4000. The atrial electrode threshold was also noted to be high. The lead was not implanted. The patient was stable.